Event description:
It was reported that during a laparoscopic sigmoid procedure that was converted to an open sigmoid with a hysterectomy procedure, the gen11 generator displayed "relax pressure on blade" and "tighten handpiece." Following this, while the device was outside of the patient, the blade broke as the tech was cleaning the tip of the device. No part of the broken blade went into the patient. It was reported that the convert to an open procedure had nothing to do with our device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4-2-2012. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.